Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as the event unit was not returned and no relevant procedural imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Complaint report and allegations did not provide any indication that a manufacturing non-conformance or device failure may have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''while advancing the 26mm s3 valve, "it appears to have pushed the non-edwards sheath now into the rvot.'' The operator advanced the tip of the sapien valve out with pushing pulling and other manipulations and the valve was able to reach the proximal third of the covered stent. However, one of the valve stent tines was entrapped within the covered stent stent. It was decided to attempt to place the valve there by performing a slow inflation until the anterior aspect was out of the other stent and then it was able to be manipulated more freely. The stent was in a good position as it came off of the wall. While inflating the stent, the valve jumped forward approximately 1 cm where it landed in the distal covered stent.'' The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Operators are also instructed to use fluoroscopy as the primary method of visualization for tracking, positioning, and deployment. In this case, there was no allegation or indication a device malfunction contributed to the adverse event. In addition, this event is considered an off-label case as the sapien 3 ultra valve is currently not indicated for use in the pulmonic position. As the delivery system was advance through the patient's anatomy, it was reported that the crimped thv was entrapped in the pre-existing stent. Patient factors such as preexisting stent may cause constrained sections of the anatomy that interferes with passage of the delivery system which may have resulted to the reported difficulty during tracking. Furthermore, the additional manipulations to free the thv may have resulted to the thv moving on the balloon. Available information suggests that patient (pre-existing stent) and/or procedural factors (excessive manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was an off-label case of a 26 mm sapien 3 ultra valve in the pulmonic position in a conduit via transfemoral approach. It was noted on the medical record op note that the team successfully stented the rvot/proximal main pulmonary artery within the proximal conduit with a covered stent. Post stent angiograms were taken of the mpa and rv to confirm no communication to the aneurysm. While advancing the 26mm s3 valve, "it appears to have pushed the non-edwards sheath now into the rvot.'' The operator advanced the tip of the sapien valve out with pushing pulling and other manipulations and the valve was able to reach the proximal third of the covered stent. However, one of the valve stent tines was entrapped within the covered stent. It was decided to attempt to place the valve there by performing a slow inflation until the anterior aspect was out of the other stent and then it was able to be manipulated more freely. The stent was in a good position as it came off the wall. While inflating the stent, the valve jumped forward approximately 1 cm where it landed in the distal covered stent. The valve was successfully deployed, and a second covered stent was successfully deployed. Post stent angiography within the main pa demonstrated no pulmonary insufficiency and filling of both pulmonary arteries. An rv angiogram demonstrated complete covering (exclusion) of the aneurysm with no filling seen. As per medical opinion, the procedure was made more complex by the difficulty passing the large equipment through the rvot without damaging the aneurysm.